Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on 4/8/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms and no medical attention was needed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the high results obtained. The customer's expected fasting blood glucose test result range is 200 to 250mg/dl. The customer did report numbness in her fingers. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 406 and 430mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating her meter is displaying high readings. Customer's normal range is 200-250mg/dl fasting. Customer is concerned with readings obtained today (B)(6) 2017 of 519mg/dl fasting and 539mg/dl fasting. Customer is concerned as she has not had anything to eat nor drink all day and at 3:01 pm she obtained 392mg/dl fasting as well as 426mg/dl fasting at 3:13 pm. Verified proper testing technique and storage. Customer has not had any recent changes in her daily routine that could raise her blood sugar.